Event description:
Stimulation therapy great for 3 months after implantable neurostimulator implant. The patient then began to have gastro problems in (B) (6) 2008. She had persistent vomiting and became dehydrated due to overstimulation. Stimulation therapy was adjusted. After that, stimulation made the patient's legs so sore that the patient left the device off. The device was reprogrammed. The following morning, when therapy was turned on the patient experienced bad shocking in both legs and feet and then, sudden cessation of therapy. The patient programmer indicated the neurostimulator was on, but she could not feel therapy. Reprogramming using the patient programmer did not help. The patient also reported that stimulation irritates her at night, so she kept the device off. The patient turned stimulation on during a call with patient services. She again felt a major shock down her legs. The amplitude was 6 volts for program 1 and 8 volts for program 2. After decreasing the amplitude, the patient again felt no stimulation sensation. The amplitude was increased to 9 volts for both programs. No stimulation was felt. The patient was seen in clinic. She was told that her leads had 3 fractures. Two of the sixteen electrodes were not functioning and that a new lead would need to be implanted. The patient hadn't fallen or experienced other trauma. Additional information has been requested. A follow-up report will be submitted.

Manufacturer narrative:
(B) (4)